Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported ''pain", "tenderness", "changes in shape", and "discomfort''. Later patient reported "increased pain", "soreness", and "burning and stinging sensations". Patient later reported "grade iii capsular contracture" and "lump attached". Patient also reported "difficulty sleeping due to the ongoing pain". This record is for the right side. Device remains implanted.